Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-00997, 2134265-2015-00998. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motordrive unit (mdu) did not perform pullback at all. Manual pullback was then done to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition. The unit meets specifications for mdu-5 plus qc functional test. The problem could not be reproduced as indicated in the original complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00997, 2134265-2015-00998. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motordrive unit (mdu) did not perform pullback at all. Manual pullback was then done to complete the procedure. No patient complications were reported.